Manufacturer narrative:
The axium coil was returned with the echelon micro catheter that was used. The axium coil was decontaminated. The introducer sheath was returned for analysis but not covering the axium coil. The actuator interface was found securely attached to the coupler tube with no irregularities or damages found on the actuator interface, coupler tube, positive load indicator, break indicator and all crimps. No evidence of mechanical or manual detach attempts were found on the pusher. The axium pushwire was found bent. The coin was found against the lumen stop with the shield coil present and intact. The implant coil was already detached and was found stuck inside the echelon micro catheter. The implant coil was dislodged by flushing with water and the detach ball was measured to be within specification. The implant coil was found to be stretched. Under the microscope, the outer jacket was then removed to gain access to the coin. The coin was measured and was found to be within specifications. The lumen stop and retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. All other subassemblies appeared to be normal and no other anomalies were o bserved. Based on the device analysis and reported information, the report of ¿coil resistance/stuck in catheter¿ and ¿premature detachment¿ were confirmed as the implant coil was found detached and stuck inside the catheter. It is likely that the premature detachment of the axium implant coil and damage to pushwire occurred during the attempt to push and pull the coil through the micro catheter against the reported resistance. It is possible the cause of the resistance is due to the reported patient vessel severe tortuosity. The returned echelon micro catheter was verified to be compatible and conformed to all specifications with no irregularities. Linked with MDR: 2029214-2019-00826. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, the third coil stuck in the catheter and detach inside the medtronic m microcatheter. While deploying there was a lot of resistance in echelon and coil got detached in the echelon. The pushwire was not bent or broken. The patient underwent coiling treatment for vein of galen. There were not any patient symptoms or complications associated with this event. No images available for review. The patient¿s blood flow was high. The vessel was severely tortuous. No patient injury was reported. The catheter flushed continuously with heparinized saline.